Event description:
It was reported that there were two blinatumomab doses prepared by baxter that have leaked and one of them had a pin prick leak. The event occurred at hospital during compounding by baxter offsite, noted by pharmacy potentially when cassette assessed. Operator of device was a health professional. The issue was escalated to quality team or marketing manager. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.